Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the unit. The cause of the fluid inside the bag was due to an untightened blue winged luer cap. After the blue winged luer cap was tightened a functional leak test was performed by filling the unit with green colored water. No leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location after filling with an undisclosed amount of 5fu. There was no patient involvement. No additional information is available.